Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection revealed multiple kinks in the hypotube profile, while the shaft polymer extrusion profile showed no abnormalities. One of the blades was found to be completely lifted off the balloon. Microscopic analysis noted that the balloon did appear to have been subjected to positive pressure and the balloon material did appear damaged. A 13mm longitudinal tear was identified in the balloon material, which confirms the reported allegation of balloon rupture. Blade 1 and blade 2 were intact, with both blades and their pads fully bonded to the balloon. Blade 3 was lifted off the balloon but remained fully attached to its pad. No issues were identified with the tip profile, and both proximal and distal markerbands appeared undamaged upon microscopic examination. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that a balloon rupture occurred. The patient presented with coronary stenosis. The 40% stenosed target lesion was located in the mildly tortuous and moderately calcified artery. A 10 x 3.50 mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention (pci). The balloon ruptured at 14 atmospheres during its second inflation. The balloon successfully removed from the patient, and the procedure was completed with another device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. The patient presented with coronary stenosis. The 40% stenosed target lesion was located in the mildly tortuous and moderately calcified artery. A 10 x 3.50 mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention (pci). The balloon ruptured at 14 atmospheres during its second inflation. The balloon successfully removed from the patient, and the procedure was completed with another device. No patient complications were reported.